Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced poor vision. The lens was exchanged for a different lens one month after initial implantation. Refractive error was the clinical reason for the explant . Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Root cause: the product investigation could not identify a root cause. (B)(4).

Event description:
New information received stating no patient harm.